Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with chest pain. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) may have delivered an inappropriate therapy for an supra ventricular tachycardia (svt) episode which the device detected as a ventricular fibrillation (vf). It was noted that the device was initially withholding therapy for svt, but high rate time out occurred and therapy was delivered. After therapy, the rate slowed below the programmed therapy zone, but the rhythm was still rapid. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained from the clinic that the performance issue did not cause the patient¿s chest pain.